Event description:
The customer requested to return the device to the bench for evaluation. The customer did not give a reason why evaluation was requested. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J1 pin 7 and j2 pin 8 were damaged.

Event description:
The customer requested to return the device to the bench for evaluation. The customer did not give a reason why evaluation was requested. There was no reported patient involvement. Further information was provided that the battery pca had damaged pins.